Manufacturer narrative:
Based on the available information and evaluation of the returned portion of the product, the root cause for the polyimide detachment could not be determined at this time. However, use outside the gore® excluder® aaa endoprosthesis instructions for use was noted, and may have contributed to this event.additional manufacturer narrative - the device evaluation showed the following:the returned delivery catheter for the aortic extender component exhibited polyimide guidewire lumen detachment at the leading end of the trailing olive junction. It appeared that the detachment was due to polyimide tensile failure while the trailing olive junction was intact.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Added the gore® excluder® aaa endoprosthesis instructions for use (IFU) statement. The IFU states in warning section, "do not advance the device outside the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position¿.

Event description:
On (B)(6) 2014, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis featuring c3® delivery system to repair an abdominal aortic aneurysm. The patient's proximal neck was 10mm in length and 110 degree, and the left common iliac artery had a narrow point with diameter of less than 6mm and calcification. The trunk-ipsilateral leg component ((B)(4)) and a contralateral leg component ((B)(4)) were inserted from left side and deployed with no issues. After deploying another contralateral leg component ((B)(4)) on contralateral (right) side, an angiography revealed a proximal type I endoleak, and therefore implanting an aortic extender component ((B)(4)) was attempted for its repair. As a gore® dryseal sheath with hydrophilic coating ((B)(4)) was positioned at the left external iliac artery, the delivery catheter of the aortic extender component was advanced outside the sheath. It was reported that while advancing within the ipsilateral limb, the catheter got stuck at the narrow point of the left common iliac artery, and did not advance any further. The physician elected to withdraw the catheter, and during the withdrawal the physician noticed on the fluoroscopy that the constrained stent graft did not move while the catheter was being manipulated. The physician confirmed that the catheter was separated at the trailing olive, and decided to advance the separated leading end to the intended position by pushing it with the remaining catheter. It was reported that the stent graft then started to deploy automatically within the proximal end of the trunk-ipsilateral leg (distal to the intended position), without any issues reported. The remained leading end in the patient was removed using a snare catheter. Another aortic extender component ((B)(4)) was implanted to repair the endoleak. The final angiography revealed that the endoleak slightly remained, and the physician decided to monitor the patient. The patient tolerated the procedure.